Event description:
It was reported by the user that during an eviva breast biopsy procedure on (B)(6) 2026, an "artifact [was] left in [the] patient's breast after a stereo procedure." It is reported that the procedure was completed with the same device. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.